Event description:
It was reported that the customer was hospitalized with a low blood glucose of 22 mg/dl. It was stated that he was unconscious when he was found. Troubleshooting was performed, and the insulin pump was programmed correctly. The reservoir volume was also accurate. The insulin pump was not exposed to high magnetic fields. It was stated that there was a bolus of 19.2 units in the bolus history that the customer did not remember taking. It was also stated that there's a possibility that he may have been connected to the infusion set during the manual prime. The customer could not recall either one. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.